Event description:
During evaluation of a returned homechoice device, one increased intra-peritoneal volume (iipv) event was identified which occurred in the therapy initiated on (B)(6) 2014 at 15:46:07. During night drain cycle one, the patient's ultrafiltration reading was 1421ml, indicating the home patient (hp) drained 1421ml more than their maximum programmed fill volume of 2000ml. No additional information is available.

Manufacturer narrative:
(B)(4). (B)(6). Evaluation summary: the device was evaluated and the issue was identified during review of the event history logs. The cause was determined to be a false empty detect at initial drain and I-drain alarm volume was met. If additional relevant information is obtained, then a follow-up MDR will be submitted.